Event description:
During a standard procedure, an electrical dental handpiece got hot and burned the lip of the pt. Pt went to dermatologist who stated a 3rd degree burn. The therapy is still continuing.

Manufacturer narrative:
During a standard procedure, an electrical dental handpiece got hot and burned the lip of the pt. Pt went to dermatologist who stated a 3rd degree burn. The therapy is still continuing. Analysis of the handpiece did show that cause for heading up was a defect ball bearing. The defect of the bearing was initiated by friction between push button and drive assembly.